Event description:
Allergan representative received a voicemail message from a health professional requesting a return kit for an explanted device to be able to return the product to allergan. No additional information was provided. Follow up finding: pfn was received by allergan. Event description states: "band explant - start of sigmoid esophagus and hiatal hernia, needed revision and replacement." Additional follow-up findings: "no pre-existing dx [diagnosis], no band slippage. Noticed when patient came in with abdominal pain, fluid was removed. CT scan was done." The device was returned and analyzed. The serial number of the device was not available from the surgeon.

Manufacturer narrative:
(B)(4). The access port connector associated with this report was not returned. Only the band section of the lap-band system was returned to allergan for product analysis. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Device analysis noted the band tubing was broken with striations consistent with surgical end cut to remove the device. No leakage was noted from the device. Esophageal dilatation, pain, and hernias are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of esophageal dilatation as follows: "esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation." Device labeling addresses the reported event of a hernia and pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included a hiatal hernia, ... Abdominal pain, dehydration, chest pain, incision pain, and...port site pain."